Event description:
It was reported that the customer was experiencing high blood glucose. It was stated that after the customer changed the battery, after receiving a low reservoir alarm, the customer removed the reservoir and found that the reservoir compartment was wet. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.